Event description:
It was reported that tip fracture occurred. The target lesion was located in the severely tortuous and non-calcified prostrate artery. Two 200 cm x 10 cm fathom guidewire were selected for use. During the procedure, the first wire was bent while navigating the vessel. Upon removal, a fractured on the tip was noted. The second fathom guidewire was advanced but noted another tip fractured. The device was not completely detached and came out as a unit. The procedure was completed with a third wire and a readjustment of the catheter. The patient did not experience any complications.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. Visual inspection shows the device was returned with a torque device. It was observed that the polymer jacket was detached at distal tip section and the distal tip was bent. No more damages were observed. Microscope inspection shows under the microscope was observed that the polymer jacket was detached at distal tip section.

Event description:
It was reported that tip fracture occurred. The target lesion was located in the severely tortuous and non-calcified prostrate artery. Two 200 cm x 10 cm fathom guidewire were selected for use. During the procedure, the first wire was bent while navigating the vessel. Upon removal, a fractured on the tip was noted. The second fathom guidewire was advanced but noted another tip fractured. The device was not completely detached and came out as a unit. The procedure was completed with a third wire and a readjustment of the catheter. The patient did not experience any complications.